Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 400 mg/dl. Insulin injections were administered and the bg level was lowered to 84 mg/dl. The customer changed the cartridge and infusion tubing. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause was unable to be performed. However, the customer performed a system check with the current supplies on the pump and they were functioning as expected.